Event description:
It was reported that "after the catheter inserted, the tip of the catheter is broken and the balloon rupture". As a result, the iab was removed and replaced at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.